Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch: 5109390/5110362/5111973/5113327.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No device malfunction was suspected. The explanted devices were discarded per hospital policy. No further information has been obtained despite good faith efforts.